Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) guided the customer to reboot the station during the call, and the issue was resolved. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to login and screen was black. There were no adverse events or injuries reported based on this event.